Manufacturer narrative:
Please noted device is distributed outside the united states; however, it is similar to the united states product. The products are not available for evaluation and testing. Add'l info will be submitted within 30 days upon receipt. The is one of two products used during the same procedure with unknown catalog and lot numbers and the same reported adverse event.

Event description:
The report received from the affiliate indicated that three (3) days after implantation of two ( 2) cypher select plus stents the pt had a sub acute thrombosis ( sat) . The stents were deployed in the right coronary artery (rca).